Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}, product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve, the valve was never implanted due to an under expansion issue, which led to a 25-minute delay in the procedure. A pre-implant balloon valvuloplasty was performed due to calcification, using an 18 millimeter (mm) non-medtronic balloon, and the valve was recaptured once and withdrawn from the patient. A second pre-implant balloon valvuloplasty was performed using a 20 mm non-medtronic balloon. A new valve was used to complete the procedure. Patient anatomy and calcification were contributing factors to the event. No patient complications have been reported as a result of this event.